Event description:
During a coronary drug eluting stenting treatment procedure, difficulty removing the balloon from the stent was encountered. The lesion being treated was calcified, 90% stenotic lesion in a moderate to severely tortuous left anterior descending artery (lad). After predilation the physician successfully deployed a taxus express2 - 2.5 x 24 mm stent. Upon withdrawal the fully deflated balloon was sticking to the stent. The physician had to reinflate the balloon a few times to remove the balloon intact. The physician felt that the balloon had gotten stuck on the stent struts. No pt injuries or complications were reported. Pt status is reported as "satisfactory/good."